Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to the instrument was found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 5.25mm x 6.62mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The instrument passed the electrical continuity test. No damage or broken conductor wire found. The complaint regarding yellow head of the instrument broken was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the permanent cautery hook (pch) instrument does not cauterize / no energy. The yellow head of the instrument was broken, observed when introducing the instrument and applied energy. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer was in the or, and did not see any fragments inside and outside the patient. There were no reports of fragment falling inside the patient. No reports of fragments falling from the device while used within a patient.